Event description:
Stent fell off balloon, but was able to be retrieved.

Manufacturer narrative:
As the catheter was not returned a proper investigation cannot be conducted. A lot history record review was performed and the product was found to have met all specifications.